Manufacturer narrative:
Device not available for evaluation as the device remains in the patient. Patient is asymptomatic, the bone screws have not moved and there is no plan for revision surgery. DHR review cannot be completed at this time as the lot number was not provided. Radiographs received depict the c4 locking mechanisms on the acp have disassociated. Radiographs confirm the complaint. Unknown factors include: if the locking mechanisms were properly locked at time of implantation, patient activity at the time or prior to the event, the degree of spinal instability or patient compliance with post-operative care instructions or if the patient sustained a fall/impact of any sort (no trauma was reported). Root cause is unknown.

Event description:
On (B)(6) 2022, patient underwent anterior cervical fusion (acdf) surgery with a one level anterior cervical plate (acp) c3-c4. Patient had follow-up on (B)(6) 2022, radiographs received depict the c4 locking mechanisms on the acp have disassociated. The bone screws remain in original position. There is no plan for revision.